Manufacturer narrative:
Concomitant products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3093-28, lot# va03l5n, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the first surgery was wonderful and the second surgery was half wonderful but it lasted 6 months. Therapy stopped working after 6 months. After the first implant surgery, the patient came out and everything was great. The patient knew she had to go to the bathroom and she could hold it till she got to there. She noted that the health care professional said one of her leads was broken and it did not work properly so they replaced it. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the therapy not working after 6 months and the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.